Manufacturer narrative:
Ge healthcare's investigation into the reported complaint is ongoing. A follow-up repot will be issued when the investigation has been completed.

Event description:
During a case, the hospital reportedly noted the nitrous oxide to oxygen ration was incorrect. There was no reported pt injury.